Event description:
It was reported that during preparation for an unspecified procedure, the device malfunctioned and presented with blurry image. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h10 correction: d8 the device was returned to olympus for inspection and the reported failure was confirmed. The issue was due to a faulty charge-coupled device. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for an unspecified procedure, the device malfunctioned and presented with blurry image. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.